Manufacturer narrative:
Medwatch report number: (B)(4) additional information: during a procedure to place an implantable cardiac defibrillator, the physician used a micropuncture needle to access the left subclavian vein. The nitrex wire was used through a non-medtronic needle. It is reported the wire formed a knot in the vein. The physician successfully extracted two pieces of the wire and a final fluoro image was obtained to confirm the wire was completely removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nitrex guidewire was being used in a procedure but the wire 'formed a knot' in the vein. When attempting to remove this wire, it was reported that part of it sheared off and had to be extracted.